Event description:
The complainant indicates that the glucometer elite xl system read much higher than what a laboratory method reported. The customer was being taken to the hosp (reason unknown). On the way the glucometer elite gave a result of 500mg/dl. At the hosp customer's blood sugar was reported at 25mg/dl. It is unknown if any medication was taken between readings. Electronic checks as well as normal control results were satisfactory. A request was made to return the system for eval.